Manufacturer narrative:
Conclusion: after 48 months of implantation, the battery of the returned device was depleted (battery impedance around 11 kohm). The device switched to vvi mode, in accordance with the specifications (as soon as the eri has been reached, the pacemaker switched to nominal mode). This "short" longevity was the result of programming at high energy ((B) (4)) for one of the channels. Based on hrs recommendations, the battery depletion for the device is normal. It is important to note the follow-up recommendations for a symphony/rhapsody device: the follow-up interval decreases to 6 months when the battery impedance reaches 5 kohm (an associated message is displayed by the programmer); replacement as soon as the eri point is reached (battery impedance of 10 kohm). The residual longevity is displayed for devices with a rom t3 version or greater (this subject device, with (B) (4) has a rom t1, which does not allow for the estimation of residual longevity at device interrogation).

Event description:
Reportedly, a premature end of life was suspected. This device belongs to group 2 of the safety recommendation done on symphony in october 2005. The device was explanted and returned for analysis.